Event description:
Approximately 2 months post stent implant, the patient suffered a transient ischemic attack (tia) and stent thrombosis. This patient was enrolled in study for right proximal internal carotid stenting. The patient is asymptomatic. The target lesion measured (6x40) mm (ref diameter by length) and had 80% stenosis. The lesion was mildly calcified, eccentric and was predilated. The vessel was mildly tortuous. The contralateral side was occluded. Two angioguards were deployed during the procedure. The angioguardswere successfully deployed and retrieved without any technical problems or major adverse event (mae). A precise stent was deployed uneventfully. It was noted that during post dilation of the precise stent with a boston scientific balloon catheter, a dissection occurred beyond the stent requiring further treatment with non-study stent (medtronic ave driver stent system). The patient was discharged on aspirin and clopidogrel without adverse events reported. The post-procedure neurological examination was unchanged from the baseline score of nih stroke scale score (1) and the rankin stroke scale score of (0). A 30-day follow-up was made and the patient was evaluated with a neurological exam reported nih stroke scale score of (1), and the rankin stroke scale score of (0) (unchanged from baseline) and without adverse events. On going medications: aspirin and clopidogrel. Approximately 2 months post stent implant, the patient suffered a neurological event described as right visual field loss ( amaurosis fugax). The onset and recovery was documented unknown; however, the event was diagnosed as a transient ischemic attack (tia). The tia was not related to the cordis products, index procedure or anticoagulation. The following day, stent thrombosis was indicated. This event (stent thrombosis) was related to the precise device and unrelated to the index procedure. Carotid revascularization was made successfully to the target lesion (right proximal internal carotid). Twelve-month follow up was made showing on going medications of aspirin and clopidogrel. No other events were documented. In addition, patient has completed all required follow up for the trial.

Manufacturer narrative:
This product will not be return for evaluation and testing. Additional info will be sent within 30 days upon receipt.